Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during rewind due to the motor encoder signal being out of phase. Further testing could not be performed, due to the motor error alarms.

Event description:
The customer stated that the insulin pump read that there were 265 units remaining in the reservoir, but a visual inspection of the reservoir revealed that there were only between 100-120 units remaining. The customer also stated that the insulin pump had alarmed motor error. Troubleshooting was performed, and the insulin pump alarmed no delivery during the displacement test. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.